Event description:
It was reported the oxygen hose fell off and the pic ix did not alarm. It is unknown if the device was in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) was dispatched for onsite service. The investigation determined that the issue was due to user error. There was no product malfunction. The fse provided information to the customer to resolve their internal workflow issue.

Manufacturer narrative:
Reporter information: (B)(6).

Manufacturer narrative:
Reportability change. After further review, it was determined that the criteria for reportability was not met. The investigation found that the alarm sounded as designed and the alarm was silenced by the nurse. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. The device alarmed as intended. There was no product malfunction. H3 other text : reportability change.